Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were waiting to see their healthcare provider (hcp). The patient reported that it was unknown what circumstances could have led to the stimulation turning itself off and surging. The issues weren't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's ins is turning off by itself. The patient stated that they don¿t notice that stimulation is off, but they will start to feel the pain. The patient stated that when they check with their programmer it will show it is turned off. The patient stated that when they turn the device back on they get a "big surge." The patient stated that it stays steady for a while then goes back to normal. The patient stated that they went to charge and the recharger said the ins was fully charged. The patient does not have adaptive stimulation set up. The patient was forwarded to their healthcare provider (hcp) to address the device turning itself off. No further complications were reported or anticipated.